Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.0mmx40mmx135cm sterling was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No complications were reported and the patient's status was stable.